Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the presence of calcium buildup on the videoscope. The customer reported using manual cleaning and disinfection process, and an alcohol-based disinfectant. As the customer also reported that hard water is used at the facility, tac informed the customer that the only solution would be to use a water softener at the facility. It was concluded that the buildup was a result of the user disinfectant and hard water. The device is not expected to be returned at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was calcium buildup on the videoscope "cyf-v2" (UK version). The issue occurred during reprocessing, there was no delay, and the diagnostic procedure (cystpscopy) was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could not be definitively confirmed as the device was not returned to the manufacturer for an evaluation, and detailed inspection results were unknown. It was confirmed that the user facility utilized hard water (calcium and magnesium-rich water) for reprocessing, which does not correspond to the instructions for use. The instructions for use (IFU) state the following: "cysto-nephro videoscope cyf-v2/va2/v2r chapter 6 compatible reprocessing methods and chemical agents 6.5 rinse water [warning] do not reuse rinse water. To remove the detergent solution from the endoscope and accessories completely, rinse them enough in clean water (potable water, water that a microbe was removed by a filter, de-ionized water, sterile water, etc.). Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, clean, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used. When nonsterile water is used after disinfection, wipe the endoscope and flush the channels with 70% ethyl or isopropyl alcohol, then air-dry all internal channels to inhibit the growth of bacteria." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).